Manufacturer narrative:
Wire connecting to main circuit board not seated properly.

Event description:
It was reported that the side rails worked intermittently. It was reported that the y wire was not seated correctly into the main circuit board.